Manufacturer narrative:
No conclusion can be made. It is unclear what may have caused the adhesions/obstruction to present. Specific information regarding the implant and revision procedure was not provided. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in january, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
As reported, on (B)(6) 2018 the patient underwent a robotically assisted ventral incisional hernia repair with implant of the ventralight st mesh with echo 2.0 ps. About 2 weeks later, on (B)(6) 2018 the patient returned to the hospital and was taken to surgery where the surgeon discovered the mesh was adhered to a portion of the bowel and this was causing an obstruction. Due to short amount of time the mesh had been in place, the surgeon was able to separate the mesh from the bowel and there was no residual bowel injury. The patient remained hospitalized for observation.